Event description:
It was reported the patient did not charge the scs ipg as recommended. A sjm representative contacted the patient and the patient is unsure if he wants to undergo surgical intervention a this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.